Event description:
A malfunction was reported with a pump, displaying error code malf 0, which indicates a software error. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to contact support if any further malfunctions occur.